Manufacturer narrative:
The complaint is confirmed, the dissector was returned with the right jaw fractured off of the device, the jaw was returned with the device. There is evidence of stress or forces being applied to the jaws of the dissector since both jaws show a slight bend or bow at the thin transition point of the jaw where it connects to the center pivot rivet. The fracture site on the right jaw bends downwards, this same downward bend is also noted on the left jaw. This type of fracture could be attributed to the jaws of the dissector being placed under excessive force or being torque which may have exceeded the design specs of both the jaws and of the device. A review of the device history records does not indicate any discrepancies in the manufacture of the lot.

Event description:
While the surgeon was using lyons dissecting forceps during a lavh for coagulation and dissection, during the procedure one arm of the jaw was detached and dropped in the pt's body. The surgeon could not locate the piece, and the procedure was converted to an open procedure to search for the missing jaw. The jaw was found and removed with no other complications.